Event description:
Healthcare professional reported for right side "capsular contracture grade IV", "tiny cysts", "small amount of fluid". Patient reported "prostheses were removed due to the recall". Patient reported "2.5 cm ball on the superior right implant that has been increasing in size over the years¿ and ¿feels a pain (stabbing)/ annoyance in the right implant" and "undulations." The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture grade IV.